Event description:
It was reported that a patient underwent a laminectomy procedure on an unknown date and absorbable hemostat was used. It has been noted on a consistent basis that there is more bleeding and pain in these patients and has, in at least one instance, resulted in a re-admission. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. F10. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please elaborate more on the cases of bleeding and pain. Are there any additional details available? 2. How many patients experienced more bleeding and pain? 3. What was the period of time where the bleeding and pain were observed? For each individual patient event provide the following details: 4. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 5. What are the name and date of index surgical procedure? 6. What were the diagnosis and indication for the index surgical procedure? 7. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 8. Was there any intraoperative concurrent use of other products? 9. Which other type of hemostat /medical devices was used in the patients? 10. What are the product code and lot number? 11. What type of bleeding was surgiflo used on? 12. What was the intended use of the surgiflo? Was it used to address active bleeding or used prophylactically? 13. Where was the surgiflo used (on what tissue)? 14. How much surgiflo was used during the procedure? 15. Was the surgiflo product left in place? 16. The event description mentions that one patient was readmitted, what kind of case was that? Was there any treatment? 17. Has any surgical or medical intervention been performed in any of the cases? 18. What is physician¿s opinion as to the cause of or contributing factors to this event? 19. Was there an alleged deficiency of the surgiflo that contributed to the these events? 20. What is the patient¿s current status? 21. What is the users experience w/ surgicel powder and other hemostatic agents? 22. Has there been any change in the use of surgiflo at the hospital? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.